Event description:
It was reported, the pt decided to have the scs sys explanted since it did not help with her pain relief and the pain location changed between back and neck every two months. Reprogramming done in the past and did not provide relief. The pt was to meet with a physician regarding the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.